Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The unit had a cracked case at display window corner, a minor scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was estimated to be about 150 mg/dl, although the customer's husband was unsure. No significant events leading to the alarm were observed. The caller stated that the act button appeared to be depressed. Advised replacement of the insulin pump. Nothing further reported.